Event description:
It was reported that the patient fell into a hypoglycemic coma on (B)(6) 2011; a fireman tested the patient's blood glucose (bg) and reported that the result was 0.2g/l at 12:20 pm. The reporter stated that the patient had filled his cartridge at 11:50 am and said that the patient's bg at that time was 1.1g/l. After that time, the patient went to a restaurant and became hypoglycemia. The patient was hospitalized as the result of the event. The reporter reviewed the pump and reported the following information. The time and date on the pump were correct. The basal rate settings were correct and the correct basal program was in use. The patient was using the advanced settings and they are correctly programmed. The pump history indicated that the pump delivered insulin as programmed and the prime history was confirmed as appropriate. It is unknown if the patient was disconnected during the prime step. This complaint is being reported because the patient was hospitalized while using the pump. At this time, the pump cannot be ruled out as a cause or contributor to the hypoglycemia.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation demonstrated that the pump delivered insulin accurately. The daily insulin delivery history correctly reflects the user's programmed basal rates. A flow accuracy test determined the pump was delivering within required specifications. The pump download histories indicate the pump was only used for 7 hours. There was no activity other than normal use observed in the history.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.